Manufacturer narrative:
(B)(4). Evaluation, results: visual inspection showed a tear across the lens and a piece of both haptic plates were torn off and missing. (B)(4).

Event description:
It was reported that the haptic of the cc4204a collamer single piece lens tore off as the lens was inserted into the eye. The lens was removed and replaced with another same model lens without patient incident. The reporter stated the event was due to a loading error.